Event description:
Customer reported that the insulin pump had alarmed for a motor error during a bolus. The blood glucose reading was 279 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The device had cracked display window corner, scratched display window and cracked battery tube threads.